Event description:
It was reported that this pacemaker had reverted to safety mode. Additionally, it was suspected to be oversensing in a unipolar setting and the patient experienced pauses in pacing for as long as nine seconds. Additionally, technical services (ts) was contacted and went through troubleshooting options since this pacemaker had difficulty being interrogated. A temporary lead and pacemaker were placed. Subsequently, this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.